Event description:
It has been reported that the patient was admitted to the hospital due to food poisoning. The patient experienced a high blood glucose level of 39 mmol/l (702 mg/dl), along with diabetic ketoacidosis (dka), vomiting, dehydration, confusion, or inability to walk or talk and the ability to swallow. The patient was not wearing a sensor at the time and had not been eating due to the food poisoning. At the hospital the treatment included an IV fluid drip with insulin. The patient was still admitted at the time of reporting but states they were getting better.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.